Manufacturer narrative:
Device is an instrument and not implantable. Investigation is pending.

Event description:
It was reported by a sales office manager that the universal driver was found bent during a kit inspection.